Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before sent back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the device. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to deformation of switch #1, the air/water and suction cylinders were discolored, the packing was loose, and the water removal ability did not meet the standard value due to deformation of the nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the gastrointestinal videoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the scope case, scope cover, image guide protector, grip, up/down and right/left knobs, connecting tube, and bending section cover. The report is being submitted due to foreign material on the scope found during evaluation.